Event description:
It was reported during an atrial fibrillation (afib) procedure, there was a patient burn. Upon request, additional information was provided on the event. It was a third degree burn. The patient burn was made by the return electrode. The valley lab single patch e7506 patient return electrode was used. Valley lab was notified of the event. The return electrode was put on the lower back. The event was not life threatening. The event did not result in permanent non trivial impairment of a body function nor caused any permanent damage to a body structure. This incident did not necessitate medical nor surgical intervention. This event did not require any extended hospitalization. The burn was not treated differently than routine clinical practice. The patient is not going to require further treatment. The outcome of the adverse event was unknown. The prognosis of the patient was unknown. The causality of the adverse event was procedure related. The generator setting was 40w. The total procedure ablation duration was unknown. The duration per ablation was unknown.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, there was a patient burn. Follow up was attempted. The customer is not requesting the unit to be evaluated at this time. The device history record (DHR) was reviewed and no anomalies were found related to this complaint.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: 1.carto 3 system model #: m-4800-01 serial#: (B)(4). 2.coolflow pump model #:m-5491-02; serial#:(B)(4). 3.thermocool sf bi-directional catheter model #: unknown; lot #: unknown. 4. Lasso 2515 catheter: model #: unknown; lot #: unknown. 5.ultrasound acunav catheter; model #: unknown; lot #: unknown. (B)(4).